Manufacturer narrative:
Correction: d10 was inadvertently populated on the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2024-00069. It was reported that the patient underwent surgery (B)(6) 2023 with dr. (B)(6). One lead was placed above the paddle for additional coverage and the ipg was confirmed at eol and was replaced. Patients therapy was restored. No complications were noted during the procedure. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.